Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No rewind anomaly, device test failed and prime/fill anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not rewind anymore during priming process. Customer was performed displacement test and it did not passed. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.